Event description:
A pelviscopy procedure was done with no apparent problems noted. Three (3) days later the pt came back to the hosp in discomfort. A resection of the bowel was performed. The bowel had reportedly been burned. The surgeon stated that electrical current must have leaked through the shaft of the bipolar electrosurgical forceps that was used during the surgery.